Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse troubleshot the iabp unit and found a defective power switch. The fse replaced the power switch to correct the issue. Additionally, the lithium ion batteries and 9v battery were due to be replaced and were installed during repair service. The fse completed pm with full calibration, functional testing and safety check to factory specifications. Subsequently, the iabp unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a precheck it was observed that the cardiosave intra-aortic balloon pump (iabp) was not working properly and was turning off and on. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated field - b4,g3,g6,h2,h4,h6(type of investigation, investigation findings, component code, investigation conclusions),h10.

Event description:
N/a.